Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned, and photos were not provided, so device evaluation could not be performed. Potential cause it was mentioned that a needle was used in an attempt to remove the roi-c device. DHR review DHR was unable to be reviewed as lot number is not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the patient became nauseous and dizzy after a home health care nurse tried to remove an roi-c cage implanted 3 days earlier using a needle. The nurse subsequently had to perform chest compressions. After this, the patient started feeling pain, ringing in the ear, and muscle spasms. X-rays then showed the device had shifted to the right. The patient's surgeon suggested a revision surgery, the patient declined because the procedure sounded too dangerous.

Manufacturer narrative:
PMA/510k number: k150765 or k151934. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient became nauseous and dizzy after a home health care nurse tried to remove an roi-c cage implanted 3 days earlier using a needle. The nurse subsequently had to perform chest compressions. After this, the patient started feeling pain, ringing in the ear, and muscle spasms. X-rays then showed the device had shifted to the right. The patient's surgeon suggested a revision surgery, the patient declined because the procedure sounded too dangerous.